Manufacturer narrative:
The previous debridement on (B)(6) 2020 was reported under MFR # 2916596-2020-03147. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had developed a post-op sternal infection to distal portion status post debridement (B)(6) 2020. The patient was treated with a course of intravenous (IV) cefepime/vancomycin (vanc) management. The patient is now on doxycycline (doxy). There is a plan for surgical closure with plastic surgery per surgeon plan. No additional information was provided.